Event description:
The customer reported that they did not have audio coming from the dinamap procare 400. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.